Event description:
The manufacturer received information alleging a failure of a ventilator's touchscreen and the device would not power off. There was no patient harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The ventilator's display was replaced to address the issue. During the evaluation of the device at third party service center, the device failed a test step during testing. The device's fio2 housing needs replaced to address the issue.